Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure due to high impedance levels. Postoperatively, the patient is doing well and reports satisfaction with the current stimulation. In accordance with facility policy, the explanted device will not be returned.